Manufacturer narrative:
The device was returned for analysis. The reported difficulties to advance and remove were not confirmed due to device condition. The kink found on the core and the scratched teflon material likely due to interaction of the device during the procedure. A review of the lot history record indicated that there is no lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the wire became damaged during advancement of the non-abbott ivus catheter used causing the difficulty to remove the guide wire; however, this could not be confirmed. The noted teflon scratches and kink of the core are likely due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
The procedure was performed to treat a calcified lesion in the left popliteal artery. Access was gained via the right groin and a 7f sheath was placed. The command es guide wire was prepped with no issues and advanced to the lesion successfully. A non-abbott intravascular ultrasound catheter was attempted to be advanced over the wire; however, it became stuck on the wire outside of the patient anatomy. It could not be advanced or retracted even with force. The intravascular ultrasound catheter and guide wire were removed as a single unit. A new non -abbott guide wire and a new intravascular ultrasound catheter were advanced to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.